Event description:
It was reported that the (2) er320's were used on a laparoscopic cholecystectomy. It was reported by the rep that the devices failed to fire across the cyctic artery. There was no consequence to the pt.